Event description:
Procedure type: lap chole. According to the reporter: the jaws locked down on tissue and surgeon cut the tissue to remove the device from the pt. No delay to operating time and no significant bleeding occurred as a result. A new instrument of different type was used to complete the procedure.